Manufacturer narrative:
After decontamination and switching to the proper water quality, no further issues occurred. The investigation determined the issue was related to the incorrect water type used by the customer.

Manufacturer narrative:
The serial number of the first cobas integra 400 plus analyzer is (B)(6) and the second integra 400 plus analyzer serial number is (B)(6). A field service engineer visited the site and determined that the customer's water quality does not meet specifications. The engineer performed calcium measurements using the customer's water and the color obtained was the same as tap water where untreated water arrives. The instruments were decontaminated. After this, a significant improvement was noticed. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple parameters on two cobas integra 400 plus analyzers. The customer provided data for one patient sample that had discrepant results when tested with calcium gen.2. The sample initially resulted in a calcium value of 15.33 mg/dl when tested on the first integra 400 plus analyzer. The sample was repeated on the second integra 400 plus analyzer, resulting in a calcium value of 17.0 mg/dl. The sample was then repeated on an unknown analyzer outside of the laboratory, resulting in a calcium value of 8 mg/dl. This value was considered to be correct by the customer.